Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels ranging from 57 to 63 mg/dl. The customer consumed food to address bg levels. The customer declined to discuss the suspected cause. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg level. Basal rate increased from 1.65 u/hr to 3.0525 u/hr for a half hour. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. Basal rate may need to be adjusted to compensate for daily activity. There is no evidence that a malfunction or failure occurred related to the low bg event.

Manufacturer narrative:
G6: previous supplement report was submitted as a follow up number 3 but should have been a follow up number 2 g6: previous supplement report was submitted as a follow up number 3 but should have been a follow up number 2.